Manufacturer narrative:
UDI not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a nurse tripped on the patient strap causing a fall; resulting in a broken thumb.

Manufacturer narrative:
The root cause was determined to be user error as the nurse failed to ensure the area was clear when she was handling the patient. As a result, she tangled her foot in the patient strap causing a stress fracture of her toe. Labeling includes a section for safety with cautions "check for any obstruction around the equipment before attempting to move the table and gantry." The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.